Event description:
It was reported that during use of the bd precisionglide¿ needle there was an issue with the needle being clogged. The following information was provided by the initial reporter, translated from portuguese to english: some 0.30x13mm needles ref (B)(4), lot 9030851 were clogged, we had problems while administering medication to patients as the needle "exploded" because it was clogged.

Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. However, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd precisionglide¿ needle there was an issue with the needle being clogged. The following information was provided by the initial reporter, translated from portuguese to english: some 0.30x13mm needles ref 990193, lot 9030851 were clogged, we had problems while administering medication to patients as the needle "exploded" because it was clogged.